Manufacturer narrative:
(B)(4). Date sent: 1/30/2025. D4 batch #: unknown. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples. How was the bleeding controlled? Suture sewing. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Is the current patient status known? Good. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy, after fired, the staple line and cut line are both complete. Noted oozing. Changed another device to continue the surgery. Suture was used to oversew. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 04/17/2025. D4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. The lot# 295c37 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.